Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30 degree endoscope to perform failure analysis. The endoscope was analyzed and found to have camera adapter binding/friction issue and desiccant container damage or loose desiccant balls. The complaint regarding non-intuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, there was non intuitive motion on all of the 4 arms. The customer removed and re-installed scopes and instruments, and most likely used another endoscope as well, and were able to complete the case. The intuitive surgical inc. (Isi) clinical sales representative (csr) did not have more accurate information, but it seemed that the movements were inverted. Isi technical support engineer (tse) asked him about the horizon line, base position against the scope, but this was unknown. Tse recommended him to check if there was some resistance in the endoscope rotation respect to its base. The csr agreed to check as soon as possible. The procedure was completed with no reported injury. Isi followed up with the surgeon and obtained the following additional information: the endoscope moved in a non-intuitive manner / moved freely with uncontrolled movements despite correct orientation and installation. The issue was recurrent, 2 episodes with the same process, the camera was on the right side triggering an inversion of the controls. These were put back in the right orientation but there was still a significant play on all the arms (camera + clamps). The operation was a nephroureterectomy with the problem on the time of detachment of the colon on the caudal part of the operating field. This happened with 0° scope, the problem was resolved after switching to 30°.

Manufacturer narrative:
Based on the claim against the product by the customer noting non intuitive motion occurred, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc (isi)technical support engineer (tse) was contacted for troubleshooting assistance. Technical support engineer (tse) asked the clinical sales representative (csr) about the horizon line, base position against the scope and recommended him to check if there was some resistance in the endoscope rotation with respect to its base. The customer was able to complete the procedure by switching from a 0 degree to a 30 degree endoscope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. This complaint is considered a reportable event due to the following conclusion: it was alleged that there was unintuitive motion on all the arms. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.